Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer reported that they received an erroneous result for one patient sample tested for intact human chorionic gonadotropin + the ss- subunit (hcgb). The erroneous result was reported outside of the laboratory. The sample initially resulted as 51.9 miu/ml and this value was reported outside of the laboratory. A new blood sample was collected from the patient and tested on (B)(6) 2015, resulting as 1361 miu/ml and 1380 miu/ml. The original sample was then repeated on (B)(6) 2015, resulting as 1179 miu/ml. The patient was not adversely affected. The hcgb reagent lot number was 185430. The reagent expiration date was asked for, but not provided.

Manufacturer narrative:
The field service engineer stated that the maintenance of the instrument was very poor. It was also determined that the laboratory is having a lot of pre-analytical sample handling issues. A specific root cause could not be identified based on the provided information. A possible root cause of the issue is related to poor sample quality in addition to poor instrument condition and performance. Investigations determined that calibration of the assay was overdue, no quality controls were measured on the day of the issue, and pre-analytic handling of the sample was not sufficient.